Event description:
According to available information, this device required replacement due to not filling properly. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
A titan pump, cylinders, and detached inlet tubing were returned for analysis. Abrasion was noted on the inlet tube and both exhaust tubes of the pump. No functional abnormalities were noted with the pump. Abrasion was noted on the exhaust tubing of both cylinders. No functional abnormalities were noted with the cylinders. No functional abnormalities were noted with the detached inlet tube or connector. The reservoir component was not received for evaluation. Based on the information received, if the reservoir held 35-40cc, there may have been encapsulation around the reservoir component. This could then contribute to the reported event of the pump being unable to fill properly. However, coloplast cannot confirm this, as the reservoir component was not returned for evaluation.

Event description:
Additional information indicated that the 75cc reservoir could only hold 35-40cc, and the implant was undersized by 4cm.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and detached connector / inlet tubing were received for evaluation. Abrasion was noted on the inlet tube and both exhaust tubes of the pump. No functional abnormalities were noted with the pump. Abrasion was noted on the exhaust tubing of cylinder 1 and cylinder 2. No functional abnormalities were noted with cylinder 1 or cylinder 2. No functional abnormalities were noted with the detached inlet tube or connector. The information received indicated the pump was not filling properly, and the reservoir could only hold 35-40cc. No functional abnormalities were noted with the returned components; therefore, the complaint could not be confirmed as reported. The reservoir component was not received for evaluation. Based on the information received, if the reservoir held 35-40cc, there may have been encapsulation around the reservoir component. This could then contribute to the reported event of the pump being unable to fill properly. However, quality cannot confirm this, as the reservoir component was not returned for evaluation. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.